Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the physician assessed the incision site at the patients head and determined that the wound was not healing properly. The wound was cleaned and sutured. The patient is doing well post-operatively.